Manufacturer narrative:
Update to d4: lot #. Update to h6: investigation findings (c).

Event description:
According to the customer, the device stopped working on (B)(6) 2025. The customer said that the aspirator would not "accelerate past zero" and that her son is at risk for aspiration of fluids due to brain injury. The customer reported her son was admitted to the ICU and put on a ventilator on (B)(6) 2025 but is now "off the vent" and doing breathing trials with supplemental oxygen.

Manufacturer narrative:
According to the customer, the device stopped working on (B)(6) 2025. The customer said that the aspirator would not "accelerate past zero" and that her son is at risk for aspiration of fluids due to brain injury. The customer reported her son was admitted to the ICU and put on a ventilator on (B)(6) 2025 but is now "off the vent" and doing breathing trials with supplemental oxygen. No additional information is available at this time. It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.